Manufacturer narrative:
Fg-1012, l/n 02012018-01, s/n (B)(4). The controller was visually and functionally inspected. Bench top testing of the device showed the controller to have no leaks, but upon initiating a test ablation, the system continuously faulted for high balloon pressure. Once the controller was opened, an inspection of the exhaust valve found that the valve would not open. A closer examination of the wiring revealed that one of the exhaust valve wires was routed differently than the others through the controller which resulted in the wire having been severed in two. The controller passed all in-house testing prior to shipment making it difficult to ascertain when the final strand of wire was cut. A review of mpi-1156 rev e step 22 and 23 has only verbal instructions and with no illustrations of the correct routing of the wires. The severed wire would prevent the exhaust valve from functioning and would result in high balloon pressure errors causing the controller not to perform a treatment. This explains why the user could not use our device and needed to switch to a new controller and confirms the narrative by the customer. Fg-1012, l/n 11152017-06, fg-1009, l/n 01082018-01, fg-1012, l/n 09112017-01. The other controller and both catheters have no issues.

Event description:
C2 therapeutics became aware of a device malfunction on 13 april 2018. During a cryoballoon focal ablation system procedure on (B)(6) 2018, user experienced a balloon inflation issue. The user could not inflate the balloon. The user switched to a different tru freeze device system and the case was successfully completed without any issues.